Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were both intact. The investigation found the device had an ear clip broken. Top case cracked at both front corners. The pump event history showed a battery communication timeout error/base hardware failure error in error history log (ehl). The evaluation was performed, and the reported issue was not duplicated during power up process. The cause of the reported issue or root cause was unable to be determined. The technician replaced interconnect board for preventive measure. Performed power up process which passed.

Event description:
It was reported that a battery communication error and hardware failure errors were observed. No patient injury was reported.